Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent post-paced t-wave oversensing was observed when the device enters auto mode switching mode. Review of session records revealed that the mode switching was false due to far-field r-wave oversensing. Recommended programming changes were not made as the physician considered that the event was caused by patient's chemical/electrolytic imbalance. Patient will continue to be monitored.

Event description:
New information received noted that suggested programming changes were made.

Event description:
New information received notes that during follow-up post-paced t-wave oversensing episodes were observed. Suggested programming changes will be made during patient's next in clinic follow-up.